Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) fell due to dizziness. The patient was brought to the emergency room and the device was found to be operating in safety mode. The device was subsequently explanted due to premature battery depletion and was replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.